Event description:
Ge telemetry system in place with ascon phone system. For monitoring cardiac arrythmias. The "leads fail" did not send an alarm to the phones. One patient room not communicating any alarms. Upon investigation, the settings were not communicating with each other. This was corrected by the company. Patient had arrhythmia and expired.